Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and leak test is performed and the correct operation of the equipment is checked. The fse stated no leaks were found and all safety, functionality, and calibration checks passed to factory specifications.

Event description:
N/a